Manufacturer narrative:
Additional information : three (3) actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that the returned samples failed clear passage testing. There was no flow through the male luer lock of the sets as there was a blockage. The reported condition was verified. The cause of the reported condition was a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The three (3) other devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) one-link non-dehp microbore catheter extension set would not flow. The reporter stated that product would not irrigate like there was something that stops the fluid from going through. This issue occurred during prime. There was no patient involvement. No additional information is available.